Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Two days after the onset, the patient was treated with vancomycin injection (1g, stat dose and route not reported) and ceftazidime injection (1g, intraperitoneal and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.